Event description:
Allegedly, on (B)(6) 2022, the patient underwent total hip arthroplasty (tha) at (B)(6) hospital. In (B)(6) 2025, the patient visited the same hospital due to lower leg pain. A radiograph revealed cortical bone thickening at the distal end of the stem, and it was noted that the stem had fractured at its distal portion. In (B)(6) 2025, he was referred to (B)(6) hospital, where a revision surgery was performed on (B)(6). The doctor has requested an investigation into whether there have been similar reports of stem fracture, and an evaluation of the product's mechanical strength as well. The sales rep states that the proximal portion of the stem was removed as per standard procedure, and the remaining distal portion was extracted through a fenestration technique. (B)(4).

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.